Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/17/2015 with the following findings: evaluation revealed the black box starts on (B)(6) 2014. The black box data and histories for the event on (B)(6) 2012 have been overwritten. Review of the available black box shows no por events. A new test battery cap is able to fully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Cartridge cap was not returned; test cap used to complete testing. The total daily dose adds up correctly and reflects the user's programmed basal rates. A delivery accuracy test was performed and the pump passed and was found to be delivering within the required specifications. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, it was reported that the battery cap was damaged and would not remain secured to the pump. Customer technical support (cts) advised that the pump was not safe to use and advised use of a backup plan until the cap could be replaced. On (B)(6) 2012, the reporter stated that the patient continued to use the pump for insulin delivery but that it powered off multiple times. It was reported that on (B)(6) 2012, the patient's blood glucose (bg) read hi on the glucose meter, the patient tested positive for ketones, and the patient was taken to the emergency room. The reporter noted that the patient was successfully treated and released the same day. At the time of the call on (B)(6) 2012, the patient continued to use the pump despite knowledge that the battery cap issue could cause power loss. The reporter stated that the issue was fixed but that the pump powered off easily when it was touched. Cts again advised that the patient use a backup plan until a new battery cap could be secured to the pump. This complaint is being reported based on the following conclusion: the patient continued to use the pump with a damaged battery cap that caused multiple, known instances of power loss. The patient experienced a serious bg excursion because there was not an implementation of a backup plan for insulin delivery as advised.

Manufacturer narrative:
The reporter noted that the cap had never been replaced and the pump was in use since (B)(6) 2011. The owner's booklet advises the user to replace the battery cap every six months (or sooner if the cap is damaged). The battery cap damage is an expected and forseeable event after the cap is in use for greater than six months. An insecure battery cap will cause random instances of power loss. The patient was advised against use of the pump because of the possibility of power loss and continued to use the pump with multiple power outages.